Event description:
N/a.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit sounded a low helium alarm prior to use. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the cardiosave intra-aortic balloon pump (iabp) unit and was able to reproduce the reported issue. The fse observed that the helium tank was still full. To fix the issue, the fse replaced the regulator, hi pressure,helium, and performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.